Manufacturer narrative:
This supplement 2 was inadvertently marked in error and submitted as supplement 3 and supplemental 3 was inadvertently marked in error and submitted as supplement 4. Resending supplemental information with correct follow up report number.  The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was identified that the device had no adhesive (loctite) applied. It was also noted that device failed pre-repair diagnostic tests for check tool coupling and check function of the quick saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the saw blade device fell off of the oscillating saw attachment device during use under pressure. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation, it was determined that the coupling tool side of the attachment device was not functioning. This information does not change the assignable root cause of improper repair as the adhesive was not applied. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Preliminary evaluation determined that the reported condition was confirmed and was due to an improper repair. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was identified that the device had no adhesive (loctite) applied. It was also noted that device failed pre-repair diagnostic tests for check tool coupling and check function of the quick saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch will be submitted accordingly.